Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v984593, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v853915, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), explanted:(B)(6) 2012, product type: extension. Product ID: 37603, serial# (B)(4), explanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that for the past two months prior to the date of this report the patient had used a sonic tooth brush and had had an increase in problems, nightmares, personality changes, education and cognitive changes. It was noted that the patient had been yelling, had nightmares, shortness with others, agitation and cognitive changes. The patient had had a lot of falls and his balance was getting terrible. Patient was in outpatient rehab and had to be put back in there. Additional information was requested but had not been received as of the date of this report.